Event description:
Initial reporter indicated to our country manage in (B) (4) that their pt had high lead impedance and x-rays reviewed showed the lead pin to not be fully inserted into the header of the generator. Revision surgery for exploration is scheduled for (B) (6)2009.

Manufacturer narrative:
MFR reviewed x-rays of the implanted device. X-rays reviewed by the MFR and the lead pin did not appear to be fully inserted into the header of the generator. The pt's lead pin does not appear to be fully inserted into the header of the generator.